Manufacturer narrative:
The synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage noted on the proximal and mid section of the stent. Stent struts lifted and bunched. The stent was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10nov2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The 90% stenosed concentric, de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery. The target lesion had a diameter of 2.50-3.50mm and was greater than 38mm long. There was a significant bend between 45 and 90 degrees. Following predilation with a 2.50 x 15mm non-boston scientific balloon, the 3.00 x 32mm was advanced but encountered resistance and failed to cross the lesion. The procedure was completed with a different device. There were no patient complications and the patient status was stable. However, device analysis revealed stent damage.